Manufacturer narrative:
Age or date of birth-race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4). Claim # (B)(4).

Event description:
On 11-apr-2022 we received notification of an article published , entitled, "toric intraocular lens for astigmatism correction following keratoplasty in phakic and pseudophakic eye". The article reports rotation and endothelial cell loss in eyes implanted with piggyback toric icl. Attempts to obtain additional information have been unsuccessful.